Manufacturer narrative:
Results: the second jet7 was damaged approximately 129.0 ¿ 131.0 cm from the hub. Conclusions: evaluation of the first returned jet7 confirmed a distal kink. It was reported that the damage to the jet7 may have occurred while advancing aggressively at the ¿rock¿ embolus. If the device is forcefully advanced against resistance, damage such a kink may occur. The jet7 was also kinked in two locations proximally. Based on the report, the two proximal kinks are likely incidental and likely occurred after the jet7 was removed from the patient. Evaluation of the second jet7 revealed damage on the distal end. The complaint reported several passes aggressively advancing into a ¿rock¿ emboli. If the jet7 is repeatedly advanced aggressively against resistance, the device may become damaged. If the damaged catheter is continued to be manipulated against resistance, the catheter may stretch causing the observed damage. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01570.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01570.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jet7 kit (kit). It was noted that the patient¿s anatomy was tortuous, and the occlusion was a ¿rock¿ emboli. During the procedure, while attempting to make an initial pass, the physician placed the penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max) over a non-penumbra microcatheter and non-penumbra guidewire to the proximal occlusion with no issue. Next, the guidewire was removed, and a non-penumbra revascularization device was used to make a successful pass. Afterwards, the physician first removed the microcatheter and then removed the jet7 and the revascularization device as a system with no issue. While flushing the jet7 outside of the patient, the distal tip was found to be kinked and, therefore, the jet7 was no longer used in the procedure. It was reported that the damage to the jet7 occurred while advancing aggressively at the hard occlusion. The physician then made five successful passes using a new jet7 with the same revascularization device. It was reported that the jet7 was still advanced aggressively at the site of occlusion. The physician then removed the jet7 after the fifth pass and found the distal tip to be kinked upon removal. The procedure was then completed using the same sheath and microcatheter to make two passes with a non-penumbra catheter, one pass with the same revascularization device, one pass with a non-penumbra stent retriever and an additional pass with the non-penumbra catheter and stent retriever resulting in thrombolysis in cerebral infarction (tici) 2. There was no report of an adverse effect to the patient.